Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor lv 5 device ruptured two days into an infusion on a male patient. The device was infusing a 243ml solution of 5-fluorouracil and 0.9% sodium chloride when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. According to the customer, the device is not available to be returned to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir cannot be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The patient was taken to the hospital after the reservoir ruptured in order to remove the device and replace it with a new device.a batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.a trend review was performed showing an unfavorable trend year over year for reported complaints of ruptured reservoirs.the root cause for ruptured reservoirs is currently being investigated under CAPA# (B)(4).

Event description:
User reports inability to login to the pyxis anesthesia system in an effort to access medications. No pt harm.